Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. The calibration history showed no issues. The qc history showed that the customer's qc was previously close to the mean, and started to shift downward. The alarm trace does not contain a conspicuous event. A field service engineer (fse) determined that the issue was linked to a single reagent pack that had less than 10% of the reagent remaining. The fes replaced reagents, performed checks, replaced the reagent probe, and verified the instrument by performing calibration and qc successfully. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable tina-quant hemoglobin a1cdx gen.3 result from the cobas c 513 analyzer for one patient. The initial result was 5.43%, and the repeat result was 4.92%. The questionable results were not released outside of the laboratory. The initial result was found to be questionable because the customer was performing repeat testing due to a failing qc.

Manufacturer narrative:
The tina-quant hemoglobin a1cdx gen.3 reagent lot number 856360, and the expiration date was not provided. The investigation is ongoing.